Event description:
Dr head of the surgical department of the orthopaedic clinic, reported in his fax that dr was performing a surgery by using the tensioner. He mentioned that the surgeon stated when he was tensioning the wire rope, that the wire rope would have come between the clamping jaw and the tensioning frame because of the place for movement. He noted that the wire rope would have carved and split. According to his information, the surgery was completed successfully by improvising and that the patient was not impaired by this event.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.